Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation was performed. The battery would not charge on a test charger. The complaint was confirmed. The root cause is associated with an energy storage problem. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include degradation of the electrodes and electrolytes over time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the battery was not charging. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.